Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test, pressure transducer test and patient circuit test failure during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on information provided, the pressure transducer circuit board was check and required replacement. Defective pressure transducer printed circuit board may lead to high pressure. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.